Manufacturer narrative:
Another incident occurred at the same facility by using the same lot of rexeed-18r. This event is filed on MDR (no. 8010002-2006-00009). Dialyzers of the lot w57m7v were delivered. But no leakage complaints in this lot have been reported from other facilities. The product was available for our experimental investigation. Air pressure test was made on the product, but air bubbling could not be observed. So we assumed that the detector might have responded to some protein existing in the blood, for example myoglobin, which is permeable through dialysis membrane. We also investigated the mfg and qc records, including the leak test results for the lot, and found nothing unusual.

Event description:
A blood leak from hollow fiber occurred 1 hour after the starting of hemodialysis. This dialyzer was at the 6th use. The blood loss volume was 300cc because the blood inside the dialyzer and tubing was discarded as the extracorporeal circulation set. The pt was well and no medical treatment was given.